Manufacturer narrative:
During the investigation, all possible related steps were investigated. No potential internal root causes were found, device met specifications.

Event description:
Distal femoral resections were bigger than planned .the surgery was prolonged for 100 min to redo bone cuts, plan reevaluation and knee balancing.